Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and found that the system was not shut down properly. The manufacturer's service representative instructed the customer on proper shut down protocol. The system operates as intended.

Event description:
The customer reported a scan disk error message on the 7900 system. No patient injury was reported.